Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
A report was received that the patient was having a back surgery.the patient underwent ipg explant. No further information has been obtained despite good faith efforts. Additional information was received that the patient was not hospitalized due to the device. It was also reported that the physician decided to keep the patient overnight due to past medical history.

Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 245956, model/catalog description: linear st lead kit 50 cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was havig a back surgery.the patient underwent ipg explant. No further information could be obtained.